Manufacturer narrative:
(B)(4). One used forcefxcs generator was returned for evaluation. The returned sample did not meet specification as received by medtronic. The investigation found a failure that may have caused or contributed to the reported condition. The investigation found loose contacts (fuse clips) between the rf pcb and lead connections. The root cause of this condition could not be determined. The connections were tightened to address the condition. A review of the manufacturing device history records for this unit was conducted, and no entries potentially pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 04/20/2016. The forcefxcs unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A review of the appropriate device history records for this serial number found no entries potentially pertinent to the customer's report.

Event description:
The customer reported that the forcefxcs generator was in use with a non-covidien handpiece for a laparoscopic cholecystectomy procedure, during which a perforation to the patient's small bowel occurred. The surgeon initially thought that the perforation was the result of an arc-burn from the handpiece, but the site's pathology testing found no evidence that the perforation was caused by a burn. The site is currently unsure of how/why the small bowel became perforated. The patient was returned to surgery the following day for repair of the perforation, and is reportedly doing fine.